Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The device lot number is unknown; therefore, the full UDI is not available. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. It was reported that the same microcatheter was used to complete the procedure; thus, the device performed as expected. It is possible that issue was due to the concomitant embovac large bore catheter and not related to the microcatheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the right m1 segment of the middle cerebral artery (mca), a stent (unspecified competitor brand) was delivered into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) after it and the embovac large bore 71 catheter (ic71132ug / 31242244) were in place. The stent was impeded in the microcatheter and could not be advanced further. The physician removed the stent, microcatheter, and the embovac lbc from the patient. It was observed that the embovac was broken (cracked, not detached). The physician replaced it with a new intermediate catheter (unspecified competitor brand) and used the same stent and microcatheter to complete the procedure. There was no report of any negative patient impact. On 23-aug-2024, per the cerenovus sales representative, additional information related to the procedure and the reported device issue cannot be obtained.